Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 13. On (B)(6) 2026, loss of osseointegration was verified. Patient presented with bone type IV, fair oral hygiene, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: increased sensitivity and hypersensitivity. No further patient complications were reported.